Event description:
Patient has complained of increase in seizures over the past several months that are progressively getting worse. Patient is only on 1 seizure medication and has vns therapy. Patient has been having falls as a result of increase in seizures. Patient is no longer able to drive and is in a wheelchair now. She visited a neurologist to have the vns device checked but the neurologist refused to so. The neurologist wanted to add a new medication to her regimen but patient refused due to side effects . No additional relevant information has been received.